Event description:
It was reported that prior to use when preparing the equipment, the unit's monopolar 2 coagulation did not respond. When using a non-(B)(6) pencil. There was no visible damage such as scratches was observed, so it was decided to continue use and monitor. It was usable once but became unusable again. There was no patient involved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).